Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) year old male customer passed away (B)(6) 2021. Cause of death was reportedly due to cardiac arrest and diabetic ketoacidosis. It is unknown if the customer was using the pump at the time of the event. Multiple follow up attempts were made to obtain additional information; however, a response was not received. There was no pump data available for the date of death; however, the data through (B)(6) 2021 was reviewed by a tandem quality engineer. On (B)(6) 2021, an infusion set change occurred approximately 6:30 pm with bgs rising afterwards to 400mg/dl. Cgm usage stopped just prior to 2:00am (B)(6) 2021.